Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device failed a step during testing. The device's flow sensor assembly was found to be contaminated with dirt and dust. The device's flow sensor assembly needs to be replaced to address the issue. Device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator's flow sensor failed. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.